Manufacturer narrative:
Patient codes: 3191 - overactive bladder, cystocele, vaginal atrophy. Additional narrative: it was reported that the patient experienced overactive bladder, discomfort, cystocele and vaginal atrophy.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient experienced dyspareunia, recurrent stress incontinence, urinary urgency and urinary frequency following surgery. No additional information was provided.